Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Technical services advised some testing options. Noise could be reproduced in all sensing vectors. An x-ray found no fracture and the electrode was fully inserted. The doctor will decide what to do next. Later, the patient had another inappropriate shock. The doctor explanted the entire system and replaced it with a transvenous system. There were no additional adverse patient effects.